Event description:
Rptr had breast implants in 1978. She had problems with hardening and had capsulotomy in 1980. Since 1985 she has developed various symptoms. She has rheumatoid arthritis, chronic fatigue, joint pain and swelling, carpal tunnel syndrome, large lump above left breast, and both breasts have a burning sensation.